Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8-jun-2018 with the following findings: during the investigation, a call service 064 alarm was observed in the black box and alarm history on the complaint date. The pump¿s rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. Evidence of moisture corrosion was observed in the battery compartment, near the motor flex connector, and on the transceiver board.